Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was not obstructed. (B)(4).

Event description:
It was reported prior to the implant that the physician indicated it was difficult to pass the stylet through the lumen of the lead as it felt unusually tight. Another lead was used. There was no patient involvement.